Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the battery clip for the internal backup battery of the power module was broken. The power module had the molex connector modification so a new streamline cable was to be sent to replace the broken clip.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken battery clip was not able to be determined. The power module serial number (B)(6) was not returned for evaluation. It was reported that a new streamline cable was to be sent to replace the broken clip. Multiple attempts were made to request the broken clip; however, the clip was not returned for evaluation. The device history records were reviewed and the records revealed that the power module was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook and instruction for use (IFU) caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate power module IFU, section 2 "setting up the power module (pm) prior to use" and the section titled "inspection, cleaning & maintenance") both instruct users to check for damage, including cracks, in their power module before use. No further information was provided. The manufacturer is closing the file on this event.